Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code, after pump ran out of insulin and displayed malfunction code 16 with an alert that no units remained in cartridge. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.